Event description:
During troubleshooting for an unrelated alarm during fill one of five on a homechoice (hc) machine, it was reported that the home patient (hp) saw big air gaps in the patient line. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to start over with new supplies. There was nothing found during troubleshooting that would cause or contribute to the air. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.